Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx grip vascular closure device (vcd) did not deploy after being pulled through an arteriotomy. Hemostasis was achieved via manual pressure. There were no reports of patient injury. The mynx grip vcd was used in an interventional procedure and a retrograde approach was used. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The physician had completed multiple successful mynx deployments prior to the event. The user of the device is in training. The device was stored and prepped in accordance with the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a 6/7f mynx grip vascular closure device (vcd) did not deploy after being pulled through an arteriotomy. Hemostasis was achieved via manual pressure. There were no reports of patient injury. The mynx grip vcd was used in an interventional procedure and a retrograde approach was used. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The physician had completed multiple successful mynx deployments prior to the event. The user of the device is in training. The device was stored and prepped in accordance with the instructions for use (IFU). The device will be returned for evaluation. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock open. The syringe was connected to the device. The advancer tube was returned attached to the device in the manufacturing position. No procedural sheath was observed with the returned components. The sealant was observed stuck to the returned device components and returned with the device. The sealant was observed displaced from the sealant sleeves position to the distal portion of the catheter. No visual damages or anomalies were observed. Functional analysis was performed, the sealant deployment mechanism was tested to verify the correct configuration of the device as received. The results showed that no problems in the device¿s deployment mechanism could be confirmed as advancing the advancement tube could be actioned as expected. The reported event of ¿sealant-failure to deploy¿ was not confirmed through analysis of the returned device as the deployment mechanism functioned as expected and advancement of the advancement tube was achieved. The exact cause of the reported event could not be conclusively determined. Functional analysis was performed successfully; therefore, based on the information available for review it is likely procedural and/or handling factors contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ the product analysis does not suggest the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d4: primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Correction: failed to include code for type of investigation (10-testing of actual/suspected device) in previous MDR.